Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5x33mm xience alpine otw drug-eluting stent (des) system was advanced over an unspecified guide wire without difficulty for treatment of an unspecified vessel. When pulling the alpine system back to position the stent, it became stuck on the guide wire. The stent was also difficult to retract from the lesion. Both the xience alpine otw des system and guide wire were withdrawn as a single unit through the guiding catheter without further reported issue when a stent strut was noted to be fractured. No other damage was noted. There were no adverse patient effects and no occurrence of a clinically significant delay. The target lesion was treated via deployment of an unspecified stent. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number updated from 5033141 to 5042341. Part sequence two, unk guide wire, was replaced with part sequence three, unk prowater. The guide wire referenced is filed under a separate medwatch report number as (B)(4). Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed however there was noted stent damage (flared). The reported difficulty to position and the reported difficulty to remove using a guide wire were able to be confirmed. The reported difficulty to remove from the vessel was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).